Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd nano¿ 2nd gen pen needles 32g x 4mm the tear drop label was missing from 1 needle. The following information was provided by the initial reporter: consumer reported 1 pen needle missing the tear tab from this same box.

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that prior to use with bd nano¿ 2nd gen pen needles 32g x 4mm the tear drop label was missing from 1 needle. The following information was provided by the initial reporter: consumer reported 1 pen needle missing the tear tab from this same box.